Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department feeling lightheaded. The physician noted that the patient is in atrial fibrillation (af) a lot but was not seeing that on the transmission report. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.